Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the lead safety switch was triggered multiple times for the right atrial (ra) lead due to high out of range pacing lead impedance measurements of greater than 2,000 ohms in bipolar pacing. Pocket stimulation was observed when the lead was programmed to unipolar configuration. A revision procedure was performed where fluoroscopic evaluation did not yield any significant findings. The lead was explanted and replaced. The device remains in service. No additional adverse patient effects were reported.